Event description:
It was reported that annual x-ray was performed on (B)(6) 2013. It was initially compared with the previous x-ray rather than the baseline x-ray. It was requested that the radiologist do a second reading comparing the x-ray to baseline. The report was amended (B)(4) 2013 and said ¿comparison is made to intraoperative exam of (B)(6) 2011. There is no migration of the lead or lead fracture however the lead is now ¿kinked¿ at the most superficial marker. Actions taken were noted as: none (patient was asymptomatic). Additional information noted that the event was ongoing.

Manufacturer narrative:
Product ID: 3889-28, lot# v598061, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the healthcare provider believed it was not a kink but an aberration of subject positioning during the x-ray as the kink was not noted on any other x-ray. The event resolved without sequelae.